Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the returned programmer unit model 37743, serial# (B)(4). Showed no significant anomalies but that the antenna jack was resoldered as a preventative measure.

Event description:
It was reported that on (B)(6) 2014 when the patient unit placed the programmer unit over the site of their implantable neurostimulator (ins) they felt extreme heat and burning. It was noted that the patient wanted to change the program they were on and turn down the stimulation because it was too intense. The patient stated that they did not know if the ¿heat was coming from the programmer or ins¿ and further noted that ¿it sends a really strong electrical current and then shuts off¿. Further information was requested for clarification. The patient indicated that after they felt the burning they turned the ins off and no longer felt any stimulation. The patient left the device off and then recharged the ins the next day where it was noted that there were no problems encountered and that the area did not get hot. However, when the patient tried the programmer unit and turned on the stimulation, it (programmer) again overheated and the stimulation and programmer turned off. It was noted that the programmer would not turn back on despite replacing with new batteries (same batteries worked on other equipment). There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.